Event description:
The patient submitted a bone fracture of the patella because the attune drill guide was not properly aligned onto the patella prior to drilling the peg holes. The guide was then repositioned and new peg holes were drilled. It is suspected the additional drill holes may have weakened the patella bone and contributed to the fracture. The implant is not suspected of failing to meet specifications or contributing to the event. (Left knee).

Manufacturer narrative:
The instrument associated with this reported event was not returned for examination. A complaint database search did not show any additional reports against the instrument product code. Provided information stated the instrument was not the root cause of the patient bone fracture. It was also reported patient bone quality was a suspected of being a contributing factor. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The instrument associated with this reported event was not returned for examination. A warsaw and international complaint database search did not show any additional reports against the instrument product code. Provided information stated the instrument was not the root cause of the patient bone fracture. It was also reported patient bone quality was a suspected of being a contributing factor. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.